Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found a cracked water tank cover and wear and tear damaged front cover. Device was filled with water and powered on, confirming the reported customer complaint. This was found to be a result of cracks in the tank cover with a problem source of user interface. The tank cover was then replaced as a result.

Event description:
Information was received that a smiths medical level 1 hotline low flow system was leaking at the bottom corner of the unit, not on the reservoir side. Incident was reported to have occurred during the check in procedure. No patient injury resulted.